Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient received a transplant on (B)(6) 2014. Additional information received indicated the patient was listed as 1a due to vad malfunction. The suspected issue was a "short to shield" fault in the driveline. The pump was discarded by the hospital.

Manufacturer narrative:
The patient was transplanted and the pump was discarded. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.